Event description:
There was blood at the skin entry of the catheter and also in the 2 catheter extensions. Saline was injected and found to leak from a large hole in the catheter normally placed under the skin. The catheter was placed 11-02.